Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon troubleshooting, fse found that the bios battery was dead. The philips engineer replaced cmos battery and configured bios. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.